Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 250 mg/dl with nausea and unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was not completed at the time of the call. It was reported that the patient was concerned that the pump may have had a problem delivering insulin due to motor noises while priming the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.